Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Patient called stating she had a left hip replacement done on (B)(6) 2018. She had a dislocation and had a closed reduction done on (B)(6) 2019. Patient would like to know if her implants are part of a recall.

Event description:
Patient called stating she had a left hip replacement done on (B)(6) 2018. She had a dislocation and had a closed reduction done on (B)(6), 2019. Patient would like to know if her implants are part of a recall.

Manufacturer narrative:
An event regarding dislocation involving an unknown trident liner was reported.the event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review:a review of the provided medical records by a clinical consultant stated the following comment: "re pi - which represents a female patient dob (B)(6) 1960 described as 64 inches tall and weighing 137 pounds. Event description states: "patient called .had left thr (B)(6) 2018 dislocated closed reduction (B)(6) 2019 wants to know if implants part of a recall." (B)(6) 2018 op report orif left posterior wall acet. Fracture, left tha dx. Left post wall acet, fracture and left femoral neck fracture. Gen anesthesia, post-lat approach. "Mva (B)(6) 2018 multiple fractures .post. Wall recon plate . Several screws ... 50 mm trident shell with 3 screws, 32/0 deg. Poly, 155/14 rest. Mod. Stem, 19/0 body, 32/+4 biolox head" uncomplicated surgery. (B)(6) 2018 op report orif right bicondylar tibial plateau fracture, repair left lateral meniscus. Orif left ulnar fracture. Gen. Anesthesia, uncomplicated surgery. (B)(6) 2018 x-ray report left hip and right knee "no hardware complications" (B)(6) 2018 x-ray reports left hip, right knee, left forearm "no hardware complications" (B)(6) 2020 x-ray print outs ap pelvis, ap and lat left hip: uncemented modular long stem tha with post. Acetabular plate and screws reduced and all components in nominal position. No confirmation or description of circumstances of alleged dislocation and reduction of left tha. There is no evidence this alleged event was related to implant component recall and the (B)(6) 2020 x-ray of the left hip reveals an optimal appearance for the surgical management on (B)(6) 2018. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it is reported that the patient underwent left hip arthroplasty as a result of a multi vehicle accident in (B)(6) 2018 . In (B)(6) 2019 the patient underwent a closed reduction for hip dislocation. A review of the provided medical records by a clinical consultant stated that there was no confirmation or description of circumstances of alleged dislocation and reduction of left tha. The (B)(6) 2020 x-ray of the left hip reveals an optimal appearance for the surgical management on (B)(6) 2018 . It is also noted that the patient is inquiring if her implants are part of a recall however without product details (catalogue & lot code) it is not possible to determine this. If further information becomes available or the product is returned, this investigation will be re-opened.